Event description:
The outer cannula cracks which prevents the inner cannula from being locked in securely. The last one cracked after seven days. The reporter stated that 12 cannulas have cracked in the last year.